Event description:
A user facility clinical manager reported via fax that patients are bleeding during treatment with the use of bain fistula needle. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).